Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl. The customer thought that the infusion set may have been blocked. The pump supplies were changed and a correction bolus was delivered via the pump. The bg level decreased to 440 mg/dl. Tandem technical support offered to follow up; however, the customer declined.